Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review of literature article entitled: "one-stage revision for patients with a chronically infected reverse total shoulder replacement," by p.d. A. Beekman, et al., published j bone joint surg [br] 2010;92-b:817-22. A restrospective study of 11 consecutive patients with an infected reverse shoulder replacement, (manufactured by depuy international, no additional product or lot code information provided within the article), treated by a one-stage revision. All patients presented with obvious clinical picture of deep periprosthetic infection (swelling, redness, or a sinus tract). In three patients, the time from initial implantation to infection was less than three months (acute group). In each of these cases, debridement with retention of the prostheses was unsuccessfully attempted, prior to revision. Seven patients presented with infection occurring between 3 and 12 months post-primary implantation (sub-acute group). Finally, one patient presented with diagnosed infection occurring greater than 12 months post-implantation (late group). All patients were successfully treated with a single stage revision reverse shoulder arthroplasty, utilizing either depuy delta 3.2 or depuy delta xtend prosthesis, and long-term antibiotic therapy. This complaint will address the patient designated number 5, part of the acute group. This patient presented with a draining sinus at the site of the shoulder surgery, prior to revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.